Event description:
At 3 weeks from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 aug 2024. Lot 2000066: (B)(4) items manufactured and released on 05-may-2020. Expiration date: 2025-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 19 aug 2024 on ball heads: mectacer 01.29.212 biolox delta ceramic ball head 12/14 ø 40 size s - 4 (k112115) lot. 2408720 lot 2408720: (B)(4) items manufactured and released on 22-apr-2024. Expiration date: 2029-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 19 aug 2024 on cup: mpact 01.32.160dh acetabular shell ø60 two-holes (k132879) lot. 168450d lot 168450: (B)(4) items manufactured and released on 02-mar-2017. Expiration date: 2022-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Lot 168450d: (B)(4) item manufactured and released on 27-jul-2022. Expiration date: 2027-07-12. No anomalies found related to the problem. Batch review performed on 19 aug 2024 on liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k122641) lot. 2206912 lot 2206912: (B)(4) items manufactured and released on 02-jun-2022. Expiration date: 2027-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.